Manufacturer narrative:
Information from this event will be included in our product complaint and MDR trend analysis.

Event description:
Consumer stated that the string is not attached to the product. No injury was reported, no medical intervention needed.